Event description:
The sales representative has reported that the surgeon tried to put a mdm/x3 size f (ref: 6260046f, lot: 41852304) in a cup trident arc2f size 54 (ref 558-10-54e, code: 16406101 ID: 10145978cg) already introduced in the past in 2006. But the locking system does not work, that is to say that mdm doesn't fit into the cup. The surgeon then tried to place a liner size mdm/x3 e (ref: 6260042e, lot: 41633902), but it "was floating" in the trident arc2f. He finally removed the cup trident arc2f to implant a tritanium cup size 56 (ref: 5020356e , lot: 41760601) with the liner mdm/x3 e size (he had tried to arc2f with trident), and all was fine."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a seating/locking issue involving an mdm liner was reported. The event was confirmed. Visual inspection was performed as part of the material analysis report (mar). The device was examined with the aid of a stereomicroscope at magnifications up to 50x. The shell ((B)(4)) was obsolete and not compatible with the insert ((B)(4)) according to stryker product database. Debris was observed inside the insert. This region showed a pattern that is consistent with a liquid drying pattern. The report noted the following: the mdm/x3 insert size 46f does not fit into the cup trident arc2f shell size 54 because that shell and insert are not compatible. The debris was likely deposited after attempted use in the hospital. The eds spectrum shows that the debris contains c, n, o, na, s, cl, k and ca. The debris is likely some kind of residue after hospital use. No report was issued that the surgeon observed this during attempted implantation implying this had to occur post surgical usage. The exact source of the contamination could not be identified. No material or manufacturing defects were observed on any of the surfaces examined. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the investigation concluded that the mdm liner did not assemble with the trident shell as the sizes are not compatible.

Event description:
The sales representative has reported that the surgeon tried to put a mdm/x3 size f (ref: (B)(4), lot: 41852304) in a cup trident arc2f size 54 (ref (B)(4), code: 16406101 ID: (B)(6)) already introduced in the past in 2006. But the locking system does not work, that is to say that mdm doesn't fitted into the cup. The surgeon then tried to place a liner size mdm/x3 e (ref: (B)(4), lot: 41633902), but it "was floating" in the trident arc2f. He finally removed the cup trident arc2f to implant a tritanium cup size 56 (ref: (B)(4), lot: 41760601) with the liner mdm/x3 e size (he had tried to arc2f with trident), and all was fine."